Event description:
It was reported that the customer was hospitalized due to low blood glucose readings of 22 mg/dl. Customer stated that he gave himself a double dose which caused the hospitalization. No further information reported.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.